Event description:
Home patient (hp) reports fluid leaking from homechoice device during automated peritoneal dialysis treatment. Hp ended treatment early, when leak was noted. Exact source of leak could not be determined by hp. No pt injury or medical intervention required per hp.